Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic adrenalectomy. According to the reporter: after collecting the specimen a doctor felt some difficulty in pulling the bag from the device. After removal from it, found the balloon was torn and confirmed damaged and missing part inside of balloon. No strange sounds were heard. Inspecting inside of the cavity and confirmed there was a single piece of broken part dropped and retrieved it. Considering no any other piece left in the pt, the case was completed. No pt harm. The surgeon reported no contact by forceps and others with balloon. Operating time not extended. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. Pt info: gender: male, age: unk, weight: unk. The customer did not report if reinforcement material was used.